Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to perform several actions, including disconnecting tubing, tightening components, and delivering boluses. Despite initial recurrence of the occlusion alarm, a successful bolus was eventually completed after instructions were followed. The customer was advised to replace supplies as necessary and continue using their insulin pump.